Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. The device was not used.

Manufacturer narrative:
(B)(4). Final analysis found the pulse generator at backup vvi due to multiple reset errors. Bvvi was reproduced during cold temperature soaking. The analysis performed suggested that the integrated circuits sensitivity to cold temperature caused the device to revert to backup vvi.